Event description:
It was reported the spring wire guide was found kinked during use on the patient. No patient harm reported. The patient's condition is reported as fine.

Manufacturer narrative:
Qn# (B)(4).

Event description:
It was reported the spring wire guide was found kinked during use on the patient. No patient harm reported. The patient's condition is reported as fine.

Manufacturer narrative:
(B)(4). The customer returned one catheterization device for evaluation. Signs of use were observed on the device. The guide wire was returned partially threaded through the needle cannula. Visual inspection revealed the guide wire was kinked near the distal end. Microscopic inspection of the guide wire confirmed the kink. The distal weld was observed to be present and appeared full and spherical. The kink in the guide wire was located 13 mm from the distal tip. The core wire length from the handle to the distal tip measured 4 1/4", which is within the specifications of 4 6/32"-4 12/32" per product drawing. The guide wire outer diameter measured 0.438mm, which is within the specifications of 0.432-0.457mm per product drawing. Functional inspection of the guide wire was performed per the product IFU which states, "stabilize position of introducer needle and carefully advance guidewire into vessel using guidewire handle (refer to figure 3). When the guidewire is fully retracted, the tip of the guidewire is located at the needle tip." When attempting to remove the guide wire from the catheterization device assembly, the guide wire unraveled and separated at the distal end. This suggested the presence of a blockage inside the needle cannula. A lab inventory guide wire was used to test the needle cannula and attempt to remove the blockage, however the blockage was not able to be removed. A device history record review was performed with no relevant findings. The instructions for use (IFU) provided with this kit warns the user, "warning: to reduce the risk of guidewire damage, do not retract guidewire against edge of needle while in vessel. Precaution: if resistance is encountered during guidewire advancement do not force feed, withdraw entire unit and attempt new puncture." The report of a kinked guide wire was confirmed through complaint investigation of the returned sample. Visual analysis revealed that the guide wire contained a small kink near the distal end. Functional analysis confirmed resistance while advancing the guide wire through the needle cannula. Despite the observed defect, all relevant dimensional requirements were met, and a device history record review was performed with no relevant findings. A CAPA was initiated based on a recent trend for guide wire/needle resistance. The CAPA investigation indicates that the issue is manufacturing related. Corrective actions have not yet been implemented. Teleflex will continue to monitor and trend for reports of this nature.